Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a (B)(6)-year-old female patient for acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage a shock, during protected percutaneous coronary intervention (protected pci). During impella cp support, blood was noted in the urine. Pump position was confirmed to be appropriate on imaging at the time of reported event; however, it is unknown whether this resolved. No additional clinical details were provided regarding associated laboratory findings, imaging, device position, anticoagulation status, or subsequent clinical management. The patient survived to explant.